Event description:
It was reported that a micro drill medium straight attachment was overheating during a procedure. The procedure was completed without use of the attachment. No adverse event was associated with the device.

Manufacturer narrative:
It is not possible to determine the cause of the event without an eval of the device. Add'l info will be submitted if the device is returned for eval.